Event description:
It was reported that pump battery depleted faster than expected and that this led to pump shutdown, after which caller was able to resume insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Technical support reviewed pump information, explained that insulin on board and maximum hourly dose reset whenever pump turned off, and advised that high insulin use, frequent screen activity, and delays in responding to alerts were contributing to faster battery use; caller understood this guidance, and when the call later disconnected, technical support attempted to call back and left message stating that battery was depleting normally based on customer settings and usage.